Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger burning batteries) has been confirmed. As rec'd, the battery charger would not power on and there were scorch marks on the batteries. The cause of the battery charger not powering on was a flash memory failure (components u102 and u105) on the c/a board. The flash memory had an intermittent bga connection at pin a23. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. In addition, the battery board had thermal damage. The thermal damage was a result of a battery with liquid contamination being placed in the charger to charge. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain ((B)(4)) was approved by FDA on (B)(4) 2013. Implementation began on (B)(4) 2013. Device evaluation of battery pack sn (B)(4) is currently underway. The reported problem (battery would not power up monitor) is being investigated. As rec'd, the battery was not functional in the charger or a monitor and would not communicate. A root cause investigation is currently underway.

Event description:
While assisting a (B)(6) male patient, a zoll patient service representative (psr) called zoll customer support to report that the patient's battery charger/modem was burning the battery and the battery would not power up a monitor. The patient was issued a replacement battery charger/modem and a replacement battery pack.